Event description:
Product: dynd20302 tray irrigation contro piston tube feeding tip extra large orificerigid tray alcohol pad square jar drape tyvek lid thumb ring graduated syringe 60ml latex free sterile what is happening is the plunger piece is breaking, thus leaving the item useless. We use this product for multiple things but last night a patient was on cbi and had a blood clot. We started irrigating with saline and the plunger broke, the second one did the same thing. The nurse then had to scramble to other units to find one that worked. Also it has happened before that nurse was aspirating stomach contents to check for residuals and it blew up in her face, thankfully she had eye protection on. Ref: mw5154332, mw5154334.